Event description:
Homepatient reported 3 incidents of homechoice device infusing him with excessive amounts of air during automated peritoneal dialysis therapy. According to homepatient on 3/23/98 the homechoice device made "a chugging noise, different than normal". Homepatient states he then looked at the pt line connected to his transfer set, observing approximately 2-3 inches of air being pushed up the line and into him. Homepatient is not sure of other incident dates, only that he had noticed very small amounts of air being pushed into him each time. Homepatient states there was no pt injury or medical intervention, only discomfort for a couple of days afterwards.

Manufacturer narrative:
The homechoice device was evaluated at the mfg facility. The homechoice was received with the door handle broken off. A door handle was installed for testing. Review of the event log revealed a "check pt line" alarm during "day drain 1 of 1". No alarms were recorded during "night fill 3 of 3". Three simulated therapies were performed using the homepatient's program. No system errors or alarms were encountered. All therapies completed to "end of treatment." No air related alarms were present in the event log. Results from these test treatments indicate the unit was functioning properly and within design parameters.